Manufacturer narrative:
Customer did not send in sample for further serological testing.

Event description:
Customer reported an unexpected negative result when testing a sample with capture-r ready ID (crrid) on the echo. The sample previously tested on the echo and resulted in a 3+ reaction with capture-r ready screen 3 (crrs 3).